Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t136324) was received at us cq. Upon visual inspection, it was observed that one of the serrated jaws was broken at its distal tip and the broken fragment was received. No other issues were identified with the returned components of the device. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Document/specification review: relevant drawing (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the as received condition of the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: t136324) showed a broken serrated jaw at the distal tip. No definitive root cause could be attributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 399.99, lot number: t136324, manufacturing site: tuttlingen, release to warehouse date: 26-jul-2016. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during an unknown procedure one (1) reduction forceps with serrated jaw ratchet broke. The piece was retrieved and surgery was not delayed. Another forceps was used to finish the procedure. One fragment was generated and easily retrieved. Only one forcep broke during procedure, but staff informed of another that broke months before during a trauma surgery but the reporter was not present. The patient was not affected and no time was added to surgery. It is unknown if the procedure was completed successfully.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the two for this bridge reduction forceps with serrated jaw-ratchet 144mm both devices were broken on the same place. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. Patient was not affected. This complaint involves two (2) devices. This report is for (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 2 for (B)(4).